Manufacturer narrative:
Other: release rod bracket.

Event description:
It was reported by service report that the right siderail could not be latched and the head end jack could not be lowered. No pt involvement or adverse consequences are reported.